Event description:
It was reported that a pump cycles on and off without user input.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed that while operating on power supplied from a battery module only and in the off state, the device will flash "battery charging" and "check battery" alert messages. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The submission of this complaint is due to the risk associated with an alleged intermittent power up and power down without user input. At this time, the date of the event is unk.